Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple battery alarms including failed and weak battery. The customer's blood glucose reading was 438 mg/dl at the time of incident and 250mg/dl at the time of the call. Customer treated with a syringe. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. No further high blood glucose troubleshooting was performed.